Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. Additionally, it was reported that an occlusion alarm occurred. A system check was performed and the occlusion alarms were verified. A supply change was performed to address the occlusion. Customer's blood glucose level was 306 mg/dl.